Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for evaluation. Visual inspection revealed no physical damage. The event history log confirmed that there was no record of an error related to the reported issue. Functional testing was able to replicate the reported issue. The root cause was determined to be the ¿service due¿ alarm occurs due to total motor revolutions caused by pump use, not a malfunction. Preventively, the gear motor was replaced and software re-installed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited error: motor activation 8 digits (16772300). The fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.